Event description:
The consumer reported that they were only getting stimulation in the legs but it was meant to treat the pain in their lower back. The patient then stated that they had this issue since they were implanted on (B)(6) 2016. It was noted that the patient had the ability to adjust the stimulation but they only had one group programmed and she tried to increase the stim, they would only feel it in their legs. Follow-up has been attempted with the healthcare provider (hcp), but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as non-malignant pain. Additional information from the consumer on (B)(6) 2017 reported that they were only getting stimulation in their legs. Reprogramming of the device was performed. Some nights it felt like it would not shut off. Additional information was received from a health care professional (hcp) and a consumer on (B)(6) 2017. The symptom of lumbar radiculopathy was reported. There was pain down their leg and they were looking to see if the lower back had gotten worse. It was reported that the patient was having an MRI for back pain and pain in legs. It was asked but unknown when this pain started. The caller did not have further details about the reason for the MRI. The caller was confused because the instructions did not say if the patient was full body eligible. The caller was also confused by how the transmit coil information was worded. The confusion regarding the MRI was on the day of the call ((B)(6) 2017). The consumer asked how to get the stimulator in MRI mode. Per the patient, they had lower back pain for 10-15 years and it was confirmed that it had been present since the implant (B)(6) 2016 and that stimulation had not helped. The consumer could not clarify when the leg pain started. The leg pain had started ¿a couple of years ago.¿ per the consumer their devices were not working. This was both the remote and the recharger. It had been a couple of weeks since they had last charged. A couple of weeks ago it was working. Hcp listings were requested and sent. Additional information was received from the patient. It was reported that the device "always never took full charge" and the patient sat for 4 hours charging one time. The patient reported that they were taking pain medications and that they "just cried, threw it." The patient stated that the device was off and they could not get it on. No further complications are anticipated.